Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the incident? How it was solved? What is the status of device return?

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2019 and suture was used. The suture pulled off the needle during use. The surgeon continued to use the suture. There were no adverse patient consequences reported.